Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2021. Review of the transmission revealed that an atrial flutter rhythm initiated mode switch episodes on the pacemaker appropriately. However, due to undersensing on the device, the atrial flutter signals fell into a blanking period causing the device to inappropriately terminate mode switch. The pacemaker was then reprogrammed to vvi operation per the physician's request. The patient was in stable condition.